Manufacturer narrative:
(B)(4) customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument fell and fractured during verification. There is no additional information available.

Manufacturer narrative:
No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue is attributed to user mishandling the device. Per package insert 87620399923 states not to subject instruments to high loads and/or impact as breakage can occur. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.